Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4349656. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine needle for an insulin injection site (right side abdomen). The consumer stated that he and his family attempted to extricate the needle by, "pinching, squeezing, and digging into," his abdomen but were unsuccessful. The consumer called his local hospital and was advised that if he could not retrieve the needle, it would require a minor procedure to remove it. Bd contacted the consumer by phone and he stated that he had not received any medical attention. Although there were no medical interventions reported by the consumer, bd has made the decision to report this incident based on the consumer's report of perceived injury and the possibility of future serious injury incidents as a result fo this type of device malfunction.